Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached >250 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 47 pulses and then the device was deactivated by the user at pulse 141. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. Although no issues were noted, root causes for the reported needle mechanism failure could not be determined.